Event description:
It was reported that the bd ultrasafe plus¿ 2.25 ml passive needle guard pre-activated. The following information was provided by the initial reporter: the complaint describes a prematurely activated nsd. It was stated: "an injection of inkiren sodium was sold and the patient took the drug for injection and found the needle had shrunk into the protective cover, so the injection could not be performed."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 1290951. D4. Medical device expiration date: 30sep2026. H4. Device manufacture date: 17oct2021. D4. Medical device lot #: 3150644. D4. Medical device expiration date: 30apr2028. H4. Device manufacture date: 30may2023. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultrasafe plus¿ 2.25 ml passive needle guard pre-activated. The following information was provided by the initial reporter: the complaint describes a prematurely activated nsd. It was stated: "an injection of inkiren sodium was sold and the patient took the drug for injection and found the needle had shrunk into the protective cover, so the injection could not be performed".

Manufacturer narrative:
H.6. Investigation summary: based on the evidence provided, bdm-ps is able to confirm the reported condition.